Event description:
A medtronic ent rep reported the landmarx system froze during a test for surgery preparation and the medtronic rep did a hard shutdown. When the system was re-booted, there was nothing displayed on the monitor, but the monitor did flash for a short moment and the computer fan was heard running. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Medtronic technical support personnel slaved out the video from the computer using the dvi to vga cable and was still unable to get a display on the monitor. The medtronic rep on-site reported air coming from the fan of the computer and that the monitor was also powered on. An RMA was issued and the computer was sent back for eval. A replacement part was shipped 07/22/2011.